Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to turn on and infuse normally. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a dried liquid substance on three of the back flex battery contact pins that caused the pins to be depressed/jammed and unable to rebound. The back flex battery requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon device power up. This occurred in the surgery department. There was no patient involvement. No additional information is available.